Manufacturer narrative:
E1: Event City: (b)(6).Event Country: The United Kingdom.Name: Medtronic MinimedCountry: United States of AmericaAddress ¿ Line 1: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325-1219.Based on the available information, this event is deemed to be a death.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 8021545.

Event description:
Doctor reported that the patient passed away on (b)(6) 2026. It was reported that medical conditions included hypoglycemia and seizure disorder.